Manufacturer narrative:
Manufacturer ref (B)(4) summary of investigational findings: during a post marked clinical follow-up (pmcf) study cook became aware of this event. A male patient underwent a planned thoracic endovascular aortic repair (tevar) for a thoracic aortic aneurysm (taa) in the descending aorta. The taa was fusiform, and the distal neck had a severe tortuosity anatomy and mild calcification. The patient also had a known preexisting abdominal aortic aneurysm (aaa), congestive heart failure and mild aortic stenosis. The patient was treated with a zta-pt-46-42-233 most proximal and a zta-d-42-204 (complaint device), unknown lot, distally. Location of graft material of proximal edge of the zta-pt-46-42-233 was zone 3, first 2cm distal to lsa (left subclavian artery). Location of graft material of distal edge of the zta-d-42-204 was above celiac artery. Length from left common carotid artery (lcca) to most proximal extent of aneurysm was 100 mm. Maximum diseased aortic diameter is 69 mm. Length of proximal sealing zone was 100 mm. Length of distal sealing zone was 120 mm. Proximal neck had a diameter ranging from a maximum of 41 mm to a minimum of 36 mm. Distal neck had a diameter ranging from a maximum of 39 mm to a minimum of 31 mm. There was no evidence of device issues at the completion of the procedure. At 3-year (1165 days post procedure) follow-up there was a type 1b endoleak present. There was no secondary intervention performed to treat the endoleak. At 4-year (1582 days post procedure) follow-up there was a type 1b endoleak present. There was no secondary intervention performed to treat the endoleak. Maximum diameter of the treated descending aorta (outer-wall to outer-wall) was 45mm both at 3 and 4-year follow- up and no evidence of device issues were noted. There is no further information on patient outcome. Based on the provided information it has not been possible to determine the exact cause of the endoleak. Per provided measurements and instruction for use (IFU) it seems like the stent graft was implanted within specifications. However, a distal neck was reported to have severe tortuosity at the time of implantation of the complaint device, but it is unknown if anatomy changed over time and could have contributed to the endoleak. Endoleak is listed as a potential adverse event in the IFU. No imaging was provided for investigation. Cook will reopen this complaint if additional information or imaging are received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to study: from follow-up CT/MRI, endoleaks: type I = yes is there evidence of device issue(s)? = no the patient has been treated/was intended to be treated with zta according to the clinical practice from (B)(6) 2019 until site initiation = yes vascular condition(s) other than the treated aortic disease: aortic aneurysm, descending thoracic, vascular condition(s) other than the treated aortic disease: aortic aneurysm, abdominal endovascular=yes primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa) if taa, indicate type: fusiform intervention classification: routine (planned) prescribed home medications at the time of discharge: anti-platelets =yes distal neck tortuosity = severe asa class (based on the definitions below): 3 = a patient with severe systemic disease intended proximal seal zone= zone 3: first 2cm distal to left subclavian intended distal seal zone zone 5: mid descending aorta to celiac aortic arch type: type ii length from left common carotid (lcc) to most proximal extent of dissection/aneurysm/penetrating aortic ulcer (pau) (mm): 100 length of proximal sealing zone (mm): 100 length of distal sealing zone (mm): 120 maximum diseased aortic diameter (mm): 69 maximum diameter in aortic arch (mm): 45 maximum diameter in descending thoracic aorta (mm): 69 proximal neck (mm): maximum: 41, minimum: 36 distal neck (mm): maximum: 39, minimum: 31 zenith alpha thoracic device type: zta-pt-46-42-233 zta-d-42-204 sequence number (please indicate lot number unknown sequencial number from most proximal to most distal): zta-pt-46-42-233=1 zta-d-42-204=2 were any non-zta graft(s) or stent(s) implanted during the procedure?= no is there evidence of device issue(s) at the completion of procedure? = no days post-procedure= 1165 is there evidence of endoleak(s)?= yes if yes, indicate type(s) = type I if type I, indicate type(s)= type ib (distal) was a new secondary intervention performed to treat the endoleak(s)?= no days post-procedure= 1582 is there evidence of endoleak(s)?= yes if yes, indicate type(s) = type I if type I, indicate type(s)= type ib (distal) was a new secondary intervention performed to treat the endoleak(s)?= no patient outcome: no secondary intervention was performed to treat the endoleak.

Manufacturer narrative:
Manufacturers ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The manufacturer's reference #: (B)(4). Based on the additional information provided by the study site the investigational team determined that the event for this pr/cn# is no longer reportable as the type ia endoleak is no longer related to tevar but evar and therefore not related to cook device but to a previously implanted device. E1: initial reporter information has been updated. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 22apr2025: type ia endoleak related to evar, not tevar.